Manufacturer narrative:
Section d6a: if implanted; give date: lens was not implanted. Section d6b: if explanted; give date: lens was not implanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a crack issue during the loading process prior to insertion. The lens was subsequently discarded and another lens was used for the procedure. There was no contact between the affected lens and the patient¿s eye, and no patient involvement or adverse effects were reported. No further information was provided.